Manufacturer narrative:
The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. The cause of the customer's allegation is unable to be determined with the available information. A review of the service history for this device confirms the problem has not been reported again for this device. If additional information is received; the complaint file will be reopened for further investigation. E1 postal code: (B)(6).

Event description:
It was reported the monitor generated a visual red alarm but no audible alarm; however, the central station provided the alarms at the same time. The nursing staff immediately attended to the patient, and there was no report of actual harm associated with this complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.